Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensor system. Insulin squirted out during the manual prime process. The customer¿s blood glucose during the incident was unknown. The device was not bumped or dropped. The device was not exposed to moisture. The drive support cap was sticking out. They did not press the drive support cap while connected. The device will not be replaced for analysis.